Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. The exposed portion of the soft cannula was found to be kinked. It could not be determined when or how the damage to the soft cannula occurred. Fluid path testing found that the damage observed to the soft cannula did not prevent fluid from flowing through the fluid path as intended. Inspection of the rest of the fluid path and needle mechanism components found no other damage or deficiencies that would result in the soft cannula failing to properly insert into the infusion site. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported unsure properly inserted cannula or the reported bent/kinked cannula. The cause of the reported unsure properly inserted cannula could not be determined.

Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported doctor phone call with unspecified prescription treatment, hyperglycemia, unsure cannula properly inserted and bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1 .operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 576 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm). When the pod was removed, the pod's cannula was found to be bent. The patient called the doctor for advice to reduce the high blood glucose levels, extremely high ketones and not feeling well. As treatment, the health care professional provided unspecified prescription to the patient and advised the patient to bolus every 2 hours to reduce ketones, and later, activate a new pod.